Manufacturer narrative:
The customer updated the target/range posted by biorad for the quality control. The customer's quality control is within the new ranges. The customer also has an advia centaur xp in the laboratory that was used to report patient results. The cause for the discordant tni-ultra result is unknown. The instrument is performing within specifications. No further evaluation of the device is required. The instruction for use (IFU) under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
Discordant advia centaur cp troponin ultra (tni-ultra) results were obtained for a patient sample. The patient sample was tested twice and the difference in values was greater than 20%. The results were not reported as the sample was tested as part of troubleshooting quality control high values. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra (tni-ultra) result.